Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test,self test and a21 error test. All operating currents are within specification. Off no power alarm functions properly. Unit was unable to prime during prime a33 test due to faulty connector. Unable to perform the occlusion test and excessive no delivery test or verify if the test reservoir volume matches units remaining in the status screen due to prime fill anomaly. Unit had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reports that customer had constant low blood glucose. Customer blood glucose at the time of call was 171 mg/dl. Customer's mother states healthcare professional recommended that insulin pump be evaluated. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, it was found that drive support cap appeared normal, customer was not admitted for medical treatment, customer was disconnected during rewind / prime sequence, customer is programming correctly, and diabetes educator at hospital reviewed and made changes to settings. . After troubleshooting, it was determined that insulin pump was functioning correctly. Customer's mother requested insulin pump to be replaced due to hospitalization incident the prior year. Customer was hospitalized due to bent cannulas and dehydration. Insulin pump would be replaced. No further information provided.